Manufacturer narrative:
Citation: ciuca, c. Md. Trans-subclavian versus transapical access for transcatheter aortic valve implantation: a multicenter study. Catheterization and cardiovascular interventions; (2016) 87:332¿338 doi 10.1002/ccd.26012 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding outcomes of trans-subclavian (ts) and transapical (ta) access for transcatheter aortic valve implantation. All data were collected from a multi-center registry between 2008 and 2012. The study population included 202 patients, which were implanted with either a corevalve or a non-medtronic balloon expandable transcatheter bioprosthetic aortic valve. The study population was predominantly female; mean age 82 ± 6 years. Serial numbers not provided. Among all patients adverse events included: vascular complications, blood loss, left bundle branch block (lbbb), malpositioning treated with the implant of a second valve, myocardial infarction (mi), cerebral vascular accident (cva), permanent pacemaker implant, sepsis and mild to severe regurgitation. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.